Manufacturer narrative:
Uf # 390075-1996-3 received for evaluation is a 21.5 inch long proximal segment of a dual lumen catheter. Red and white luers are in placed on the adapter legs. A clean, residue free dacron cuff is present distally. The catheter terminates 0.1 inch distal to the 2-dot depth marker. Visual examination is remarkable only for superficial impressions in the outer diameter near the distal tip. Microscopically these impressions are seen to encompass the entire circumference of the catheter and consist of serrated marks similar to those resulting from hemostats. Tactually, the impressions are lightly palpable. No elongations or deformations are noted to the catheter tubing or the adapter legs. Flushning and aspiration is easily accomplished with a water-filled 12cc syringe. No leaks are observed as the catheter is hydraulically pressurized. However, ballooning at the bifurcation occurs wwhen pressurizing the red adapter let, but this same effect is not observed wihn the white adapter leg is pressurized. Examination of the distal tip under magnification shows a marked, uneven edge. The distal tip's face is flat, glossy and striated across the entire diameter. This suggests the catheter was severed with a sharp, impinging instrument such as a scissors. Observing the circumfernece of the distal tip face, the outer diameter is round with no apparent disfigurement of the lumens. Using a microscopic micrometer, the tubing's diameter along the plane containing the lumen webbing measures 0.120 inches. The diameter of the opposite plane is 0.121 inches. It was indicated in the file that an exit site leak occurred which was confirmed by dye study. Despite this, no break or leak is observed ore demonstrated in the returned catheter segment. Evaluation for breakage of any catheter fragments distal to the 2-dot depth marker is not possible as none has been received.